Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high sodium (na) result of 151mmol/l generated by the unicel dxc 600 pro synchron chemistry analyzer which was reported outside of the laboratory. The sample was rerun and a result of 140mmol/l was obtained and the result was amended. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc was exhibiting random high fliers. A field service engineer (fse) went on-site and performed troubleshooting and did a preventive maintenance (pm) on the instrument. Fse also trained the customer on current maintenance procedures.